Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks and inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia. Technical services (ts) was consulted and recommended reprogramming options after review of the episode, and therapy was exhausted in the episode. No additional adverse patient effects were reported. This crt-d remains in service.